Event description:
Dr. (B)(6) described to me that during a tri-plane distal tibial fracture he was attempting to place guide wires for 4.0 mm screws. After placing his initial guidewires into the distal tibia, and attaining adequate reduction, dr. Cardin says he tried to replace or redirect, one of his guidewires, and subsequently the guidewire broke as soon as he tried to redirect it with the wire driver. He also states that multiple other wires had bent significantly during this procedure, four to be exact. He attempted to switch wire drivers to a different system to see if that would help, and subsequently broke two more pins, leaving a portion of one of the threaded tips of the pins inside the patient's distal, tibia, and making it difficult to retrieve the part that had broken off. Even in an attempt trying to retrieve one of the pins that had snapped off with a pair of pliers, the tips would continue to break. One wire broke into about seven pieces.